Event description:
Reporter indicated he was experiencing seizures at night. No trauma or outside stressors had occurred, and no medication changes were done. All attempts to the treating neurologist were unsuccessful.